Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A materials manager reported that the leading haptic was snapped in half - upon inserting the lens, the surgeon noticed that the leading haptic was in 2 pieces. Therefore, the lens was not implanted. The surgery was completed by removing the lens and the piece of haptic and replacing it with a new identical lens in the same procedure. There was no patient harm.